Manufacturer narrative:
D9 - date returned to mfg 25-sep-2024. Investigation summary: the affected device was returned for evaluation. Customer reported problem was verified by powering on the device and confirming the device was "beeping." Problem was traced to downstream occlusion sensor wear on the sensor contact points. Replaced the dso sensor and retested the device. The device passes all functional tests after the repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is double beeping. This occurred during testing, and there was no patient involvement.